Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that starburst was noted. This adverse event is a known side effect of cataract surgery involving a multifocal intraocular lens (iol). The patient symptoms were resolved.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study reported that following an intraocular lens (iol) implant procedure, lens was explanted in secondary procedure due to halos. The procedure was completed with unspecified monofocal lens. Additional information was requested.